Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front case assembly due to unresponsive keys. Based on the findings, service determined that the reported issue was due to unresponsive keys of the front case assembly. Device history record a review of the device history record showed the device had a manufacture date of 15jan2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) which confirmed similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device will not turn on/off. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device would not turn on/off. There was no patient involvement.